Event description:
The initial report stated seroma occurred. No other details were provided.

Manufacturer narrative:
We are unable to perform a full investigation as no sample or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further info is provided, a f/u report will be submitted.